Event description:
It was reported that the patient experienced pocket stimulation the day after having a routine device change. The sensitivity of the ventricular lead was adjusted. It was also noted a few weeks later, the pocket stimulation reoccurred, capture thresholds had increased and the lead impedance was low. Since the safety margin on the lead was almost at the maximum, the physician determined to add a bipolar device and lead on the patient's left side. Both systems remain use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.